Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a sentinel cerebral protection system was inserted. A pre-implant balloon aortic valvuloplasty (bav) was performed with a 21 millimeter (mm) non-medtronic balloon. The valve was deployed at a depth of 3 mm on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc) using the cusp overlap view. Complete heart block (chb) developed with short instances of ventricular tachycardia (v-tach). Pacing was continued at 60 beats per minute (bpm). After the valve was deployed, st elevation was observed. The right common artery (rca) was not well visualized on the aortic root angiogram. A catheter was utilized for coronary angiogram and good flow to the rca was observed. The patient returned to the baseline atrial fibrillation (afib) with no st elevation. Commissural alignment was obtained with no paravalvular leak (pvl) or aortic insufficiency. After the procedure, the physician believes the possible cause of coronary obstruction was due to large calcific nodules near the ncc/right coronary cusp (rcc) with no concerns with the valve. It was reported the calcification score was 3000+, the left common artery was 15 mm and the coronary rca height was 13 mm. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012289389); product type: 0195-heart valves; implant date ; explant date product ID l-evolutfx-2329 (lot: 0012272640); product type: 0195-heart valves; implant date ; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: seven media files were provided for review. Patient¿s executive summary was not provided for anatomical review. A pre balloon aortic valvuloplasty was performed prior to the valve implant. The valve was deployed just prior to the point of no recapture, and depth assessment was performed. Depth was approximately 2mm on the left coronary cusp in the lao view but depth assessment on the non-coronary cusp was not provided for review. However, it was reported that the depth on the non-coronary cusp was 3mm. As stated in the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. In this case, the depth was acceptable, and a recapture was not warranted. The valve was released and appeared to be stable in the aortic annulus. It was reported that complete heart block and st elevations were noted. A coronary angiogram was performed and flow to the right coronary artery was confirmed. Final angiogram confirmed adequate valve position and no evidence of aortic regurgitation. Cause of the st elevations is unknown. It was reported that the patient returned to baseline. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.